Event description:
It was reported that during implant, the lead exhibited an impedance measurement anomaly. The lead was not used and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.